Manufacturer narrative:
Other applicable components are: product ID 3986a,lot# n195412, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for complex regional pain syndrome type 2, rds/causalgia - complex regional pain syndrome and spinal pain. It was reported that the patient's ins was replaced in the past because their lead "pulled away and separated" in their neck. No further complications reported.